Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported by the parents that the pediatric patient experienced a skin reaction to redness and infection under the entire patch area, which occurred four days after the sensor had been inserted in the arm. The patient was diagnosed with cellulitis and hospitalized for 3 days and treated with clindamycin IV. There was no documentation of examinations or laboratory test performed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).